Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and thrombosis occurred. The target lesion was located in the mid right coronary artery(rca). A 3.50x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was implanted to treat the lesion. The patient was given a loading dose of clopidogrel as per protocol. However, approximately 30 minutes after the procedure, the patient complained of chest pain and was then brought back to the catheter lab. Angiography revealed that the implanted 3.50x20mm synergy ii stent was well apposed and with no thrombus in it. However, the physician discovered a thrombus in the distal rca. The physician used a thrombus removal device to remove the thrombus and implanted another synergy stent in the distal rca over the location of the thrombus. The physician changed the patient's dual antiplatelet therapy (dapt) to a different drug because the patient was a "non-responder" to clopidogrel. The following day, the patient was discharged. No further patient complications were reported and patient's status was stable.